Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Product ID: 3057, lot# unknown, product type: screening device. Product ID: 3057, serial/lot #: unknown. Product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they were right back to where they began for this evaluation with respect to their symptoms. The patient added that they spoke with their sales representative (rep) who changed sides for them. After the side change, the patient felt comfortable on this setting. Later on that day, patient's spouse said the patient is now voiding every 15 minutes. They attempted to increase stimulation, but reached maximum stimulation before the patient was able to feel anything. The patient also believes the device is not working and maybe the wires moved. No further patient complications have been reported as a result of this event.